Event description:
Philips received a complaint from the customer on the v60 indicating that the device intermittently gave a proximal line disconnect alarm error. The customer ran the ventilator at the same settings using the .25" test fitting and got the proximal line disconnect alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was swapped out with another ventilator, and there were no issues with the patient. The remote service engineer (rse) informed the biomedical engineer (bme) that the alarm could be caused by settings versus the .25" test fitting and advised the bme that the test fitting was very static compared to a test lung or patient, and the proximal line disconnect alarm error could be expected with that setup. The rse also instructed the bme to perform a full performance verification test (pvt) and address any issues found-- if the device passed all testing, the rse advised the bme that the ventilator may be put back in service.

Manufacturer narrative:
Per good faith effort response received, the biomedical engineer stated that the flow sensor did not pass performance verification testing, but the customer refused repair as the device was 10 years old-- no repairs were performed as the device will be retired. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.